Manufacturer narrative:
Additional information: h3, h6 and h10. The actual device was not available; however, three photographs of the sample were provided for evaluation. Visual inspection of one of the provided photos showed the product after treatment. The product label and product barcode were visible. The circled hansen area was also visible and did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. As the actual device was not returned, the cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the provided pictures showed the product after treatment with the product label and barcode visible. The circled header area was visible and no abnormalities that could have contributed to reported condition were identified. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a polyflux 14l, an external fluid leakage was observed. There was no patient involvement. No additional information is available.